Event description:
Device malfunction: unable to retrieve the embolic protection device with recovery catheter 2 (rc2). Time of malfunction/ae: during procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician had difficulty recovering the rx accunet embolic protection device with the low profile flexible tip (rc2). The rc2 caught on the proximal end of the stent which was in the common carotid artery. The rc2 was removed and the shapeable tip recovery catheter (rc1) passed on the first attempt after the tip had been pre-shaped to keep it off the vessel wall. The rx accunet was then removed successfully. There were no adverse pt sequelae reported. Although requested, there is no add'l info available.

Manufacturer narrative:
Study event. The embolic protection device was discarded. The lot number was provided. The rx accunet instructions for use notes on techniques that can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent. A review of the finished device lot history record for the rx accunet device and the rc2 did not reveal any non-conformities.